Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), rash ("rash"), skin disorder ("skin condition"), urinary tract infection ("bladder/urinary problems: uti"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental probs"), headache ("headaches"), migraine ("migraines") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, rash, skin disorder, urinary tract infection, bladder disorder, urinary tract disorder, cystitis, vaginal infection, fatigue, tooth disorder, headache, migraine, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, visual impairment and weight increased to be related to essure (ess205). She received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, general abnormal bleeding, anemia, rash, skin condition, uti, bladder problems, urinary problems, bladder infection, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received- previously reported event "injury" updated to "uterine perforation", events " pelvic pain, abdominal, dysmenorrhea, dyspareunia, menorrhagia, general abnormal bleeding, anemia, rash, skin condition, uti, bladder problems, urinary problems, bladder infection, vaginal infection, fatigue, dental probs, headaches, migraines, vision problems, weight gain", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.